Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient froze and couldn't feed themselves. The caller tried to use the patient programmer but lost the quick guide and didn't know how to use it. They synced with the patient programmer. It showed the stim was off. One of the devices showed off while the other showed it was on. The caller thought that both were on when the patient froze up and shut down. They thought the patient accidently turned the stimulation off when they were trying to use the patient programmer. The patient was slowing down. The patient stopped being able to feed themselves and the patients right side was drooping. No further complications were reported as a result of this event. [Refer to (B)(4) for information regarding when the patient's batteries went out].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the device appeared to be on and functioning normally when interrogated. The ins being off, the drooping, and the freezing had all been resolved by the time of this report.